Event description:
Additional information was supplied by the customer. There was a procedural delay of less than 30 minutes, and the intended procedure was completed with an olympus backup device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d7. Additional information: b5, d9, h3, h4, the device was returned to olympus for inspection, and the reported failure of teflon pad was found to have separated from the jaw exposing metal was confirmed. Based on the results of the investigation, the probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported pieces of the tip broke off of the subject device. The issue occurred during an unspecified procedure. There were no reports of patient harm.